Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the nozzle having excess glue on both the exterior and interior surfaces, and the light guide lens containing black moly kote or debris could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope had a nozzle with excess glue on both the exterior and interior surfaces, and the light guide lens contained black moly kote or debris. There was no patient involvement.